Manufacturer narrative:
The hospital biomed performed a checkout of the equipment and a review of the logs. The module connector board was replaced. The hospital biomed performed a checkout of the equipment and a review of the logs. The module connector board was replaced.

Event description:
The hospital reported that, during a case, the ventilator shut down. The anesthesia machine was reportedly swapped out. There was no reported patient injury.